Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the alarm of "the cassette was not latch-locked" occurred. This occurred during priming, and there was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
Received one device. The customer reported issue of not latched error was not confirmed through the operation test. The reported issue was caused by latch lock sensor failure but the event was not replicated by the technician. Replacement of a latch lock sensor flex circuit and pad to address the issue. Replacement of downstream occlusion sensor seal due to deterioration. Adjustment of the occlusion detection. Device passed all functional and delivery tests performed after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.